Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR no: 1221359-2022-02992 & 1221359-2022-03274.

Event description:
The customer reported three (3) conflicting results with the ID now covid-19 assay performed on multiple dates. This MFR. Report addresses two (2) of three (3) results. The customer reported a conflicting result with the ID now covid-19 assay performed on (B)(6) 2022 on a direct tested nasopharyngeal swab that generated a positive result. Repeat testing was performed on a different ID now instrument and generated a negative result.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion to the previously reported event. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1061118 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1061118 and test base part number 190-430 / lot 1061118. The lot met the required release specifications. A review of the complaints reported as conflicting patient results related to kit lot 1061118 showed that the complaint rate is (B)(4)% in conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is cross contamination..